Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was camping and doing something with the camper and during that activity received a shock. The patient went to the emergency room where they did a transmission. It was found that a lead integrity alert (lia) had triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic) and that the implantable cardioverter defibrillator (ICD) had experienced electromagnetic interference (emi) and noise. It was suggested to the patient and their family to look to see if the camper is plugged into external power and if so, have it checked for current leakage. The ICD remains in use. No further patient complications have been reported as a result of this event.